Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv tubing broke. The following information was provided by the initial reporter: material no: 2426-0007 batch no: 20069053. It was reported that the nurse was priming the IV line with ns when part of the tubing broke as if it was cut. Customer response (B)(6) 2020: can you describe the reported defect in detail? What happened? What was the cause? Who was involved? The nurse were priming the IV line with ns when the part of the tubing broke as if it was cut. The nurse was placing the IV line in the alaris pump when it broke as if it was cut. Lot number available. The nurse was placing the IV line in the alaris pump when it broke as if it was cut. Lot number available the nurse was infusing chemotherapy oxaliplatin and d5ns tko when the back up prevention valve failed and chemo went into the bag instead of in the patient to negative effects to the patients in #1, 2,3. #4 was a delay in administration because of the back up of chemo into the solution bag. "

Event description:
It was reported that as lvp 20d 3ss cv tubing broke. The following information was provided by the initial reporter: material no: 2426-0007 batch no: 20069053 it was reported that the nurse was priming the IV line with ns when part of the tubing broke as if it was cut. Customer response 11-sep-2020: ¿ can you describe the reported defect in detail? What happened? What was the cause? Who was involved? 1.the nurse were priming the IV line with ns when the part of the tubing broke as if it was cut. 2. The nurse was placing the IV line in the alaris pump when it broke as if it was cut. Lot number available. 3. The nurse was placing the IV line in the alaris pump when it broke as if it was cut. Lot number available 4. The nurse was infusing chemotherapy oxaliplatin and d5ns tko when the back up prevention valve failed and chemo went into the d5 bag instead of in the patient to negative effects to the patients in #1, 2,3. #4 was a delay in administration because of the back up of chemo into the solution bag. "

Manufacturer narrative:
It was reported that the tubing broke. Received two used primary set model 2426-0007 lot 20069053 (set 1-2). Also, received one partial set model 2426-0007 lot 20069053 (set 3), the drip chamber to the lower fitment was not returned for investigation. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at set 2¿s engagement between the lower fitment¿s outlet port (p/n tc10006063) and tubing (p/n tc10011704). Inspection also confirmed the separation of set 3 due to the partially received set. Closer inspection of set 2-3 under a lab microscope observed no solvent at the end of the separated tubing where the separations occurred that was applied during manufacturing. No other anomalies were observed. A dimensional analysis was performed on each of the separated tubing (p/n tc10011704). Small portions of the tubing were cut into three sections and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches. Further testing of set 2-3 could not be performed due to the obvious leaking that would occur from the separations. Functional testing was performed on set 1 by attaching the set to a lab IV bag filled with blue dye water. The set reprimed successfully via gravity and no leaks, separations, or issues were observed. The set was then loaded into a lab pump module and programmed for a rate of 120ml/hr and vtbi of 120ml. The infusion completed with no issues observed. The set was pressure tested while submerged underwater (per dir # 10000360033 ¿ IV disposable leak test method). Air pressure was incrementally increased. Pressure was increased from 5 to 30 psi and separations or leaks were observed. Equipment used (testing performed on 01oct2020) - air pressure regulator with pressure gauge, eq00151, calibration due date: 07nov2020 - 8015 alaris pcu 1.5, eq08330, calibration due date: 04aug2021 - 8100 alaris system lvp, eq08327, calibration due date: 16nov2020 a device history record for model 2426-0007 with lot number 20069053 was performed. The search showed that a total of 5,763 units in 1 lot number were built on 29jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report that the tubing broke was confirmed due to separations at the engagements between the lower fitments¿ outlet ports and tubing of set 2-3. No issues were observed with set 1. The root cause of the separations was identified as a manufacturing issue for insufficient solvent being applied at the engagements of the tubing due to equipment and/or operator error. The bd tj manufacturing facility is also aware of insufficient solvent on critical joints and a systemic investigation (dir 10000335005) to identify other potential root cause for leak and separation issues has been initiated. See h10.

Manufacturer narrative:
Received two used primary set model 2426-0007; lot 20069053 (set 1-2). Also, received one partial set model 2426-0007; lot 20069053 (set 3), the drip chamber to the lower fitment was not returned for investigation. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at set 2¿s engagement between the lower fitment¿s outlet port (p/n tc10006063) and tubing (p/n tc10011704). Inspection also confirmed the separation of set 3 due to the partially received set. Closer inspection of set 2-3 under a lab microscope observed no solvent at the end of the separated tubing where the separations occurred that was applied during manufacturing. O other anomalies were observed and no anomalies were observed on set 1. A dimensional analysis was performed on each of the separated tubing (p/n tc10011704). Small portions of the tubing were cut into three sections and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches. Further testing of set 2-3 could not be performed due to the obvious leaking that would occur from the separations. Functional testing was performed on set 1 by attaching the set to a lab IV bag filled with blue dye water. The set reprimed successfully via gravity and no leaks, separations, or issues were observed. The set was then loaded into a lab pump module and programmed for a rate of 120ml/hr and vtbi of 120ml. The infusion completed with no issues observed. The set was pressure tested while submerged underwater (per dir # (B)(4) ¿ IV disposable leak test method). Air pressure was incrementally increased. Pressure was increased from 5 to 30 psi and no separations or leaks were observed. Equipment used (testing performed on (B)(6) 2020) air pressure regulator with pressure gauge, eq00151, calibration due date: 07nov2020. 8015 alaris pcu 1.5, eq08330, calibration due date: 04aug2021. 8100 alaris system lvp, eq08327, calibration due date: 16nov2020. A device history record for model 2426-0007 with lot number 20069053 was performed. The search showed that a total of 5,763 units in 1 lot number were built on 29jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.the customer¿s report that the tubing broke was confirmed. The bd hermosillo manufacturing facility was notified of the issue and previously investigated complaints determined that root cause of the tubing separations were due to insufficient solvent on critical joints that occurred during the manufacturing process. This issue will continue to be monitored for any rising trends.

Event description:
It was reported that as lvp 20d 3ss cv tubing broke. The following information was provided by the initial reporter: material no: 2426-0007; batch no: 20069053. It was reported that the nurse was priming the IV line with ns when part of the tubing broke as if it was cut. Customer response 11-sep-2020: can you describe the reported defect in detail? What happened? What was the cause? Who was involved? 1.the nurse were priming the IV line with ns when the part of the tubing broke as if it was cut. 2. The nurse was placing the IV line in the alaris pump when it broke as if it was cut. Lot number available. 3. The nurse was placing the IV line in the alaris pump when it broke as if it was cut. Lot number available. 4. The nurse was infusing chemotherapy oxaliplatin and d5ns tko when the back up prevention valve failed and chemo went into the d5 bag instead of in the patient to negative effects to the patients in #1, 2,3. #4 was a delay in administration because of the back up of chemo into the solution bag.